Event description:
It was reported that pump displayed cartridge change error during cartridge loading, and customer removed and reinstalled cartridge before technical support could troubleshoot. There was no adverse impact to the customer¿s blood glucose level. Customer successfully completed load process but did not have enough insulin in cartridge to resume, declined further assistance to load new cartridge, and no additional action was required from technical support.